Manufacturer narrative:
The customer was unable to have their glidescope avl monitor returned to verathon for evaluation due to this device reaching its end-of-life date. Since the device was not returned to verathon the cause could not be determined. No information was provided regarding the cable or laryngoscope used with the glidescope avl monitor during the reported incident. Review of complaint history for the video monitor serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for the glidescope avl monitors does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope avl monitor, the connected cable had a loose connection and resulted in the screen going blank intermittently. The procedure was completed using a backup video laryngoscope which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.